Event description:
The patient reported that immediately following a stent implant procedure, the patient went into ventricular fibrillation and the device did not "fire" to resolve the arrhythmia. The patient was externally defibrillated and then the implanted defibrillator fired. Upon interrogation, it was noted that the device was functioning normally. The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.